Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the atrial output connector was broken, as a result it was replaced. It was also noted that the upper and lower cases were broken, the battery release was contaminated, both bail covers were broken, the battery contacts were compressed, the battery drawer was broken, the keyboard was scratched and the display was out of electrical specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the atrial port of the epg (external pulse generator) is cracked. The epg was returned for repair. There was no patient involvement.